Event description:
A ventilator was returned to the manufacturer for service. There was no allegation the device caused or contributed to a death or serious injury. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's sensor board needs to be replaced to address the issue.